Manufacturer narrative:
A visual and microscopic examination of the device identified that the tip of the device was damaged. Stent struts on the first proximal row were raised from the balloon and misaligned. The outer diameter (od) of the stent damage was approximately 1.66 mm. The od of the stent area where no damage was present was approximately 1.14 mm. The undamaged area met od specifications. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The hypotube was kinked along its entire length. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is user/use error. The dfu / product label states "if unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit". (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure difficulty crossing the lesion and stent damage occurred. The device was inspected pre-procedure and no issues were noted. Access was obtained via the femoral artery. The 2.25x30mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The 2.75x28mm taxus liberte stent was advanced to the target lesion and the physician felt that there was a lifted stent strut and the device could not cross the lesion. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable.

Event description:
It was reported that during a coronary artery stenting treatment procedure difficulty crossing the lesion and stent damage occurred. The device was inspected pre-procedure and no issues were noted. Access was obtained via the femoral artery. The 2.25x30mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery. The 2.75x28mm taxus liberte stent was advanced to the target lesion and the physician felt that there was a lifted stent strut and the device could not cross the lesion. The procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable.